Event description:
The customer reported that prior to use on a pt, the batteries on the iabp would not hold a charge when unplugged. The iabp was replaced and therapy was initiated.

Manufacturer narrative:
(B)(4), supervisor of quality and compliance, called the customer three times and left a voice message requesting info. The customer did not return her calls. A supplemental medwatch form will be submitted if additional info becomes available. (B)(4).